Manufacturer narrative:
(B)(4). The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device follow-up, loss of capture (loc) was observed on this right ventricular (rv) lead during pacing threshold testing. The patient was not pacemaker dependent, and did not experience asystole. The lead was believed to be dislodged, so the patient was hospitalized and a lead revision was performed. The lead was successfully repositioned. No additional adverse patient effects were reported.